Event description:
It was reported that during continuous veno-venous hemofiltration (cvvh) with a prismaflex m150, an external blood leak was observed from the return line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.